Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction event, it was observed, the device had no image, leak was noted at the coupler, the seals of the adjustment ring broke which led to a water invasion that damaged the charged coupled device (ccd) unit, which caused the error code 311 and black screen issues. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a focal length problem / precision problem when adjusting the focus. Upon inspection of the customer¿s returned device, it was observed, the device exhibited white balance incomplete error e3111. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to failure of the charged coupled device (ccd). The cause of the faulty ccd occurred due to the adjustment ring of the coupler was broken and it is likely that the ccd got flooded from that part and failed. As for the focal length problem/precision problem when adjusting the focus, based on the results of the investigation and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the adjustment ring of the coupler is broken and got flooded from that part and the image was foggy temporarily and temporarily ¿focal length problem / precision problem when adjusting the focus¿ occurred. Breaking of the coupler can be prevented by following the instructions for use which states: ¿to remove the endoscope, pull it carefully from the endoscope mount, while keeping the endoscope lock button pressed. Forcibly removing the endoscope without pressing the endoscope lock button may damage the endoscope and camera head.¿ olympus will continue to monitor field performance for this device.